Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported that on (B)(6) 2020, the patient underwent an osteosynthesis surgery for the femoral trochanteric fracture with pfna. During the surgery, the surgeon could not insert the end cap into the nail. Once the endcap was removed, the thread of the endcap was being scraped. He inserted another end cap with a 5-mm extension instead. The surgery was delayed by less than thirty (30) minutes. Concomitant device reported: unk- pfna-ii nail (part# unknown, lot# unknown, lot# unknown 1, unk - pfna-ii helical blade (part# unknown, lot# unknown, lot# unknown 1), unk - locking screw (part# unknown, lot# unknown, lot# unknown unknown). This report is for one (1) pfna-ii end cap extens. 0 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 473.170s, lot: 25p4362, manufacturing site: bettlach, release to warehouse date: november 22, 2019, expiry date: november 01, 2029. A manufacturing record evaluation was performed for the finished device with lot number 25p4362, and no non-conformances were identified. Visual inspection: the pfna-ii end cap was received in a used condition. On the thread as well hexagonal recess are slightly wear marks visible. No other visual damage could be observed at the implant. All features related to the reported complaint condition were reviewed and no other issues were identified. Functional test: the function test at zuchwil customer quality (cq) was conducted with two different pfna - nails with the result that the end cap could be screw / unscrew in the nails as per design intended. The complained malfunction of "could not insert the end cap in to the nail." Could not be replicated. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related handling fault at the device. Summary: the complaint is not confirmed as the received pfna-ii end cap is functional as required. Finally, based on the provided information, we are not able to determine the exact cause of this occurrence. We can only assume that there was a complication during the surgery that caused this problem. The root cause for this complained issue on the pfna-ii end cap can not be clearly determined. We can only assume that the wrong angulation of the end cap during insertion in the nail did lead to technical difficulties. This factor depends on the proper care of the surgeon, and can thus not be investigated nor controlled by depuy synthes any more. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.